Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that calibration failed for the elecsys ft4 iii assay on the cobas e 411 immunoassay analyzer. The reporter calibrated the assay again and it passed, but controls and patient samples had higher results. The customer provided data for five patient samples which had erroneous ft4 results. The erroneous results were not reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The first sample initially resulted with a ft4 value of 35.27 pmol/l, which repeated as 27.4 pmol/l. The second sample initially resulted with a ft4 value of 28.91 pmol/l, which repeated as 14.3 pmol/l. The third sample initially resulted with a ft4 value of 35.03 pmol/l, which repeated as 23.9 pmol/l. The fourth sample initially resulted with a ft4 value of 28.81 pmol/l, which repeated as 14.0 pmol/l. The fifth sample initially resulted with a ft4 value of 30.03 pmol/l, which repeated as 16.0 pmol/l. No adverse events were alleged to have occurred with the patients. The serial number of the e 411 analyzer is (B)(4). The customer replaced the calibrator and reagent and this resolved the issue. The analyzer is currently working fine.

Manufacturer narrative:
The customer indicated the alarm trace stated "the calibration could not be released. No valid calibration available." The investigation did not identify a product problem. The cause of the event could not be determined.